Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture and deflation was received on april 06 with lot number 3414019. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ deflation: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "right deflation¿ and patient noticed ¿slow leak about two months ago¿. Later the healthcare professional reported "capsular contracture, baker grade IV". Later the healthcare professional confirmed "slow leak, deflation" and a "capsular contracture baker grade IV". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Later the healthcare professional reported "capsular contracture, baker grade IV". This record is for the right-side. Device was explanted and replaced.¿un-reporting deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "right deflation ¿ and patient noticed ¿slow leak about two months ago ¿ . This record is for the right-side. Device remains implanted.¿